Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image of the subject device was automatically going in exam mode during procedure. The procedure had occurred during sedation. There was no report of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: leakage from cable and cable disconnected a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer's allegation, no problem was detected. Regarding the reportable issues found during the investigation, the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.